Event description:
It was reported that the patient had major surgery for rectal prolapse in (B)(6) 2012. When she woke out of anesthesia, her left leg was killing her. She turned the device way down and it helped with the pain. Although she had given the device to the doctors, they did not turn the device off. The patient saw her doctors again in december for fractures and the machines were 'going crazy.' She had a sleep study test because she would stop breathing. The patient does not have a great life, week or day. She had a return of symptoms since she turned the devices off in (B)(6). It was also reported that the patient was unable to make adjustments to the device with the antenna attached. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that when stimulation was turned on, the patient was in a lot of pain and stated "this thing was killing me". It was stated that the battery was not working. It was also stated by the patient that after surgery she "woke up right where she started and they were pushing her and kept asking if it was working. She was telling them she wasn't feeling anything." The patient stated that she wanted her implantable neurostimulator (ins) removed, but by a different doctor. Upon request, physician listing information was given to the patient.

Manufacturer narrative:
Product ID 3889-28, lot# v496051, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).